Event description:
It was reported, via a healthcare professional, that an enterprise2 4 mm x 23 mm vascular reconstruction device (product code: encr402312, lot number: 10021154) and a prowler select plus 150/5 cm microcatheter (product code: 606s255x, lot number: 31772619) were used for an endovascular embolization procedure. During the procedure, the delivery wire of enterprise2 stent passed through microcatheter, but the stent was impeded in the microcatheter tip and could not pass through the prowler select plus microcatheter. The doctor removed the stent and microcatheter from the patient, the microcatheter tip was found compressed/flat. The doctor switched to new devices to complete the surgery. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system was answered as ¿yes¿. Is a push plunge rhv being used was answered as ¿twisted type¿. Is there force needed to remove the delivery wire once impeded and then the stent detaches in the hub or the proximal end of the microcatheter was answered as ¿yes, the doctor increased force to remove the delivery wire of the stent after the surgery. The stent was attached to its delivery wire. The replacement stent was another enterprise2 of the same product code. Prior to the procedure, the device outer packaging and the device were inspected and found in good condition. No patient injury was reported. Additional event information received on 08-jun-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A manufacturing record evaluation was performed for the finished device 31772619 number, and no internal actions related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Warning: never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.